Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2014 with the following findings: investigation revealed that the display lens was scratched and the display was unreadable.

Event description:
The pump was returned for investigation. Investigation revealed that the display lens was scratched and the display was unreadable. This report is made based on results of investigation completed on (B)(4) 2014.